Event description:
It was reported that foreign matter was present inside the nozzle of the subject device. The issue was discovered during an inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.